Event description:
The facility representative reported a colleague infusion pump which experienced a failure alarm during programming/setup. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure alarm and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.